Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A manual injection was administered to address elevated bg. Reportedly the customer reverted to manual injections for insulin therapy.